Manufacturer narrative:
(B)(4).

Event description:
It was reported "in the process of use, it is found that the catheter is leakage". Additional information states that the catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number (18f24g0122) recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned to a cardboard box and was in a sealed ziploc bag. Upon return, the super arrow-flex (saf) sheath was noted on the iabc. The one-way valve was connected and tethered to the short driveline tubing. A non-teleflex arterial pressure tubing was connected to the iabc bifurcate luer end. The bladder was fully unwrapped. No blood was noted on the interior or the exterior surfaces of the returned sample. The sample was likely cleaned prior to the return. No visual damage or abnormalities were noted to the returned sample. The customer submitted video was reviewed and shows that clear fluid was leaking at the luer end of the iabc bifurcate. Additionally, the video showed the iabc serial number label, which matches with the serial number noted on the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was injected with air while beneath water, and a leak was immediately found at the luer end of the iabc bifurcate. The leak occurred through a crack noted in the bifurcate; the total length of the crack noted on the luer end of the bifurcate is 1.0cm. The catheter was unable to aspirated and flushed successfully due to the crack on the iabc luer end. The iabc was leak tested using the in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufac-turing specifications prior to release. The reported complaint that the "catheter is leakage" is confirmed. During functional testing, a crack was found at the injection site of the iabc bifurcate for the central lumen, which caused the reported complaint. This crack could allow a leak to occur at the injection site of the central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the crack on the bifurcate luer. The probable root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "in the process of use, it is found that the catheter is leakage". Additional information states that the catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".